Event description:
An (B)(6) male pt underwent emergent right common iliac artery aneurysm rupture and aaa repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was not suitable for endovascular repair because the right external iliac artery was angled more than 160 degrees, but the physician selected the procedure using zenith (main body and iliac leg graft for left) and another manufacturer's stent for right, due to the pt's advanced age. The right internal iliac artery was coil embolized. A main body and the left iliac leg graft were placed. Due to the highly angled right external iliac artery, the physician used the pull-through technique to straighten the artery, and placed the other manufacturer's stent in the right external iliac artery. The final confirmatory angiography showed distal type 1 endoleak from the left. The physician embolized the gap between the vessel wall and the iliac leg graft with nbca. The endoleak was mostly gone, so the physician decided to take a wait and see approach and completed the procedure. The pt's condition after the procedure is unk as not provided by the rptr.

Manufacturer narrative:
(B)(4) pt outcome was not provided by the rptr. (B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to deployment, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, the importance of an accurate deployment. Per internal clinical review, the device was used off-label due to pt anatomy. The device was deployed lower than expected, resulting in a type ib endoleak. Vessel tortuosity likely contributed to the difficult deployment. Another manufacturer's endograft was deployed and the physician reported a type ib with this graft as well. The physician embolized between the vessel wall and graft and decided to take a wait-and-see approach. At this time there is no indication that a design or process induced failure of the device resulted in the reported difficulty. We will notify the appropriate internal personnel of the event and continued to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.